Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl, cause was unknown and customer lost consciousness. The customer went to the emergency room and was treated with a glucagon injection from an emergency medical technician. Customer was discharged from the emergency room 5 hours later with the issue resolved and was referred to a cardiologist. Reportedly, the customer alleged the pump software did not audibly alert for the low bg. A system check was performed, and it was found customer turned pump software off. During a follow-up, the contact acknowledged that the pump was functioning as intended. Reportedly, customer continued to use pump for insulin therapy.